Event description:
It was reported that during an atherectomy intervention procedure, the burr became stuck in the lesion. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the severely calcified, 3.5mm in diameter left circumflex artery. This 1.25mm rotalink burr was selected and was advanced against resistance. The burr was unable to cross the lesion and become stuck in the lesion. After "awhile" the burr was able to be removed from the lesion. Following removal from the patient the burr and advancer did not function. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the annulus of the burr was found to be misshapen and damaged. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an atherectomy intervention procedure, the burr became stuck in the lesion. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the severely calcified, 3.5mm in diameter left circumflex artery. This 1.25mm rotalink burr was selected and was advanced against resistance. The burr was unable to cross the lesion and become stuck in the lesion. After "awhile" the burr was able to be removed from the lesion. Following removal from the patient the burr and advancer did not function. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.